Event description:
The laser system has the following problem: "during pre-case testing, the laser displayed a low power -40% error".

Manufacturer narrative:
The problem was due to: damaged oc mirror, damaged rod and aspheric lens. After the replacement of these components, the laser system restarted to work. We are unaware about pt injury.